Event description:
Complainant alleged that while attempting to treat a female pt (age unk) the electrodes did not allow the associated defibrillator to display an ECG rhythm after ten mins of monitoring. The nurse pressed on the electrode and obtained an ECG signal for a short time then lost the ECG signal again. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.